Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Expiration date - ni . Manufacture date ¿ ni. Requested but not returned by hospital

Event description:
It was reported that the patient underwent a right hip fracture fixation procedure on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2016 due to pain. All components were removed and the patient was converted to a total hip arthroplasty with competitor products.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.